Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant high results for 3 patient samples tested for gluc2 glucose hk (gluc2) on a cobas c 111. Patient 1 initial result was 228.39 mg/dl. The sample was repeated twice with results of 95.93 mg/dl and 95.76 mg/dl. Patient 2 initial result was 1146.80 mg/dl. The sample was repeated twice with results of 331.88 mg/dl and 325.34 mg/dl. Patient 3 initial result was 226 mg/dl. The sample was repeated twice with results of 110.68 mg/dl and 100.65 mg/dl. The initial results were reported outside of the laboratory. The gluc2 reagent lot number was 36516801 with an expiration date of 31-mar-2020.

Manufacturer narrative:
The customer provided discrepant results for an additional patient sample tested for gluc2 on (B)(6)2019: the initial result was 709.55 mg/dl. The sample was repeated twice with results of 281.14 mg/dl and 284.10 mg/dl. No issues were identified during a review of the reaction monitors provided. Precision check results were acceptable. The customer performs instrument maintenance according to schedule. The customer was not having problems with any results for other assays. A general reagent problem has been ruled out since calibration and qc were acceptable. Based on the data provided, the investigation did not identify a product problem. The cause of the event could not be determined.